Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir is unable to lock in place. The customer's blood glucose was unknown. Customer reported large crack where you load the reservoir into the reservoir compartment. Advise to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. Advise the pump will need to be replaced. The insulin pump will be returned for analysis.